Manufacturer narrative:
Correction: this event was previously reported for serious injury, but should have been reported for malfunction. Now that new information from the hcp is in, and the hcp reported that the device was removed as per patient's request, this event is now a serious injury and reported for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare professional (hcp). The hcp reported that the patient's device was removed as per patient's request on (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) to manage urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was assaulted two weeks after her implant ((B)(6) 2016) and fell on the corner of a table. The patient stated that she fell on the table right where the leads are, and thinks that the leads broke/are not attached to the nerves anymore. Two days later, the patient fell and broke both ankles and landed on her device. The patient stated her device has not worked and she began experiencing pain in her back. The patient reported that around the time when she started being mobile again (learning to walk and move around) she noticed the device seemed bulge/to be popping up more. She began experiencing more pain. The patient stated that the day of the call, the ins was "really bulging" and she could see her ins bulge through 3 shirts. The patient stated she thinks the device potentially moved around in the pocket or something happened to her device due to the previously mentioned falls/assault. The patient reported the pain has gotten "way worse" the last two weeks. The patient stated that she would contact her healthcare provider (hcp) and plans to have the system removed. No further complications were anticipated/reported.